Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to try different button presses and charging steps, but pump display did not turn on, so pump was confirmed under warranty and scheduled for replacement, with customer planning to use multiple daily injections as backup therapy; technical support provided instructions for storage mode, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and instructed customer to return nonworking pump using prepaid label.